Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was missing results. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter issue occurred an unspecified date in 2013. The patient is on insulin pump therapy. It is not known if the patient made any changes to her usual diabetes management regiment due to the alleged meter issue. The patient reported developing a ¿memory issue¿ sometime after the issue began. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the subject meter was currently set to the correct date and time. They cca was unable to confirm the alleged meter issue at the time of the call. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions after the alleged meter issue began. However, this complaint is being reported because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up 1 (02/25/2014): additional information: customer sent written correspondence after receiving no response letter from medical surveillance specialist. In letter, customer mentioned that there was not a problem with the subject meter. On a later date she found out that her pump was giving the data incorrectly to the lfs device. Based on the additional information provided, it is still not clear what product issue the patient was experiencing with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.